Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump slipped from the customer's hand and hit a sink causing the touch screen to become shattered. Most of the touch screen became unreadable to the shatter. And only 1/8 of the touch screen was visible customer's blood glucose was between 100-150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.